Manufacturer narrative:
D4: unique identifier (UDI) #: the serial number (21) is unknown; therefore, the UDI number only will contain the device identifier (01). E1: initial reporter address: (B)(6). The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity of novum iq syringe pumps were not completing infusion. The issue was further described as "they are having to put almost everything in basic mode, due to nothing reading correctly (unclear if this is related to properly loading the syringes), so the medication is not completing". There was no report of patient injury or medical intervention associated with this event. No additional information is available.